Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-00253, 00254, 00255.

Event description:
Allegedly after the surgery, the patient felt pain around her hip joint. The surgeon found like "hydrops" by echo examination so the surgeon performed revision surgery. Medium activity level.